Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device's lcd display was not working. However, the investigation is not yet completed. A follow up report will be filed upon the completion of the investigation.

Manufacturer narrative:
H3 other text : third-party service center.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device's lcd display was not working. Received further information from evaluation that the complaint was not confirmed and the device passed all the tests.